Event description:
It was reported that the customer experienced an elevated blood glucose level of ¿high¿ on continuous glucose monitor. Reportedly, the customer addressed the bg with a correction bolus via pump. During troubleshooting with cts, the pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.